Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a power switching issue, as the controller was beeping although power sources were connected. A controller alarm event occurred, and the patient performed a controller exchange at home without contacting the hospital. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: one (1) controller with unknown serial number was not returned for evaluation. A review of the manufacturing documentation was not p performed as the reported event and analysis are not related to a manufacturing or servicing issue and the device serial number is unknown. Review of the controller log files could not be performed since log files were not available for analysis. As a result, the reported power switching event could not be confirmed. Of note, momentary disconnections will result in an audible tone or "beep." There was insufficient information regarding the reported alarm event. As a result, the reported alarm event could not be confirmed. A possible cause of the reported alarm event could not be determined due to insufficient information. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature power switching and beeping event can be attributed, but not limited, to a communication error and/or momentary disconnection due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.